Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial with moisture. There was residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/+1.0/104 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length, different sphere/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.